Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user developed burning, itching and a red, rash-like area under entire dressing including the border and the center pad of the dressing on his right knee. The dressing was worn for 10 days against the manufacturer's recommendations; as the dressing is only indicated for wear of up to 7 days. The dressing was left in place until end user came in for follow up appointment with surgeon on (B)(6) 2015. Upon removal of the dressing a red, rash like area was noted; the dressing was removed and discontinued. The physician diagnosed the area as a possible allergic reaction and instructed end user to leave area open to air and apply over the counter hydrocortisone cream to area until rash is resolved. The patient is to follow-up with the surgeon on (B)(6) 2015. Additionally, the reporter advised that proper application techniques including flexion of knee prior to application of dressings were discussed in a symposium to prevent future reactions.